Event description:
It was reported that a day post implant, the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy defibrillator (crt-d) system presenting electrogram (egm) due to concerns of oversensing and pacing inhibition. Ts reviewed the presenting egm and observed intermittent farfield oversensing of the right atrial (ra) p wave signals on the left ventricular (lv) lead causing lv pacing inhibition. The hcp noted that chest x-ray images were taken and after review of the images, suspects that the lv lead may have dislodged. It was noted that the lead is a (B)(6) product. Ts discussed programming optimization options with the hcp. At this time, the crt-d device and the (B)(6) lv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).